Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular lead exhibited noise which caused pacing inhibition; the noise could be reproduced in clinic. The lead was imaged and no anomalies were noted. The physician elected to keep the lead active since the patient is dependent but the device was reprogrammed. The patient would continue to be monitored.